Event description:
Pt status post bilateral mastectomy. Had undergone reconstruction with implants and has had problems with capsular formation, irregularity, tenderness. Return to surgery for replacement.